Event description:
It was further reported that the controller ac adapter was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller exhibited an unexpected loss of power and the ventricular assist device (vad) exhibited low flow alarms. The controller and vad remain in use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 18-jan-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 30-sep-2021 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 27-sep-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while the controller ac adapter was connected, the controller switched to a battery and a "power disconnection" alarm occurred as the battery was loosely connected. Immediately after, both battery indicators on the controller were lit red and the battery with the "power disconnection" alarm sounded was reconnected. Subsequently, the controller alarm indicator also lit red for 1 to 2 seconds, and the controller screen turned off and the vad stopped. The patient reconnected the battery immediately and the controller operated normally. The battery was removed from service. The controller ac adapter remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #:   / catalog #:  / expiration date:  / serial or lot#:   d9: no h3: no h4: mfg date:  h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: controller ac adapter d4: model#: 1430 / catalog#: 1430 / expiration date: 31-mar-2025 / serial#: (B)(6) h4: mfg date: 29-march-2024 h6: the codes present in section. H6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Four (4) batteries (bat(B)(6), bat(B)(6), bat(B)(6), bat(B)(6), and one (1) controller ac adapter (B)(6) were returned for evaluation. No complaint allegations were made against bat(B)(6), bat(B)(6), and bat(B)(6). A review of the devices' history records was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual inspection and functional testing. Analysis of the available log files report and event log file revealed a controller power up with an associated pump start event was logged on 19/jul/2024 at 01:58:12, indicating a loss of power. The data point recorded prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and that bat(B)(6) was connected to power port two (2) with 92% rsoc. The data point recorded after the loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for approximately nine (9) seconds. No anomalies were recorded leading up to the loss of power. When the controller starts up, the led indicators for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. It is likely that the controller power up event corresponds with the alarm indicators showing red, as described in the event details. Additionally, analysis of the available log files report revealed five (5) low flow alarm events logged since 10/jul/2024. No power disconnect alarms were logged over the analyzed period. As a result, the reported poor mechanical connection and power disconnect alarm event could not be confirmed; however, the low flow and loss of power events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. A possible cause of the reported power disconnect alarm and poor mechanical co nnection event could not be determined because the returned devices tested within specification and the issue could not be duplicated. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 18-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.